Manufacturer narrative:
The following additional information received per the medical records indicate that he patient underwent placement of the inferior vena cava (ivc) filter due to having a pulmonary embolus, gi bleeding, and being a high risk for bleeding with chronic anticoagulation. During filter implantation via the right femoral vein, the filter was successfully deployed in the proper orientation in the mid abdominal ivc above the third and fourth lumbar vertebra. There were no complications during or immediately after the procedure. The medical records indicate that the patient underwent an abdominal CT scan which revealed a trapezoidal metallic filter in the mid ivc well below the renal vein junctions. The superior filter dome is tilted anteriorly abutting and slightly bulging the anterior caval wall. The inferior filter dome abuts the posteromedial caval wall. All six filter struts mildly diffusely bulge the caval walls without any frank penetration. No strut fracture or displaced fragments were noted. The CT scan also noted a 5mm left renal stone in the mid to lower collecting system and extensive diverticulosis throughout the included portions of the colon. According to the information received in the patient profile from (ppf), approximately on or about three years and four months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter strut(s) outside the ivc, migration of entire filter other than to heart, filter embedded other than in wall of the ivc, and fractured filter. The patient reports that the fractured struts are located in bulge of the caval wall. The patient also states to suffer from pain and suffering, fear, and anxiety. As reported, the patient had implant of an optease inferior vena cava (ivc) filter for the treatment of pulmonary embolus and gastrointestinal (gi) bleeding. The filter was successfully deployed in the proper orientation in the mid abdominal ivc above the third and fourth lumbar vertebra. Per the medical records, the patient underwent an abdominal CT scan which revealed a trapezoidal metallic filter in the mid ivc well below the renal vein junctions. The superior filter dome is tilted anteriorly abutting and slightly bulging the anterior caval wall. The inferior filter dome abuts the posteromedial caval wall. All six filter struts mildly diffusely bulge the caval walls without any frank penetration. No strut fracture or displaced fragments were noted. The CT scan also noted a 5mm left renal stone in the mid to lower collecting system and extensive diverticulosis throughout the included portions of the colon. Per the patient profile from (ppf), the patient reports perforation of filter strut(s) outside the ivc, migration of entire filter other than to heart, filter embedded other than in wall of the ivc, and fractured filter. The patient reports that the fractured struts are located in bulge of the caval wall. The patient also states to suffer from pain and suffering, fear, and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent a surgical procedure to implant an unknown inferior vena cava (ivc) filter for the treatment of pulmonary embolus and gastrointestinal (gi) bleeding. The device was implanted in the mid abdominal (ivc). The device in the patient was positively identified by medical records and implant label. On or about three years and four months post implantation, the patient received a scan which revealed that patient¿s unknown filter was tilted and causing bulging in the anterior caval wall. The struts of the filter were placed in a way that was causing the bulging of the vena cava. As of the present, the patient is still implanted with the malfunctioned unknown filter, which is known to be dangerous and cause serious side effects. As the result of the unknown filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses. The product was not returned for analysis. Additionally, as the sterile lot number was not available, the device history record (DHR) review could not be performed. The ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Please note that device reported is an unknown vena cava filter and for which the catalog and lot number is not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant an unknown filter for the treatment of pulmonary embolus and gastrointestinal (gi) bleeding. The device was implanted in the mid abdominal inferior vena cava (ivc). The device in the patient was positively identified by medical records and implant label. On or about three years and four months post implantation, the patient received a scan which revealed that patient¿s unknown filter was tilted and causing bulging in the anterior caval wall. The struts of the filter were placed in a way that was causing the bulging of the vena cava. As of the present, the patient is still implanted with the malfunctioned unknown filter, which is known to be dangerous and cause serious side effects. As the result of the unknown filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses.